Manufacturer narrative:
An event of an embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 4-6 mm amplatzer duct occluder ii (ado2) was implanted successfully in a type a patent ductus arteriosus (pda). A follow-up transthoracic echocardiogram (tte) showed the ado2 embolized to the right pulmonary artery. The ado2 was retrieved successfully via snare catheter and 6f delivery system. The pda was closed with another ado (lot number unknown) and patient is reported to be stable.